Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she found another battery cap and placed it on the new pump and has not had any issues with battery alarms since. Customer reported several alarms including a low battery alert, weak battery alarm, off no power alarm, battery out limit alarm, and no delivery alarm. Customer did not change the infusion set or site. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarm, low battery alarm, off no power alarm, battery out limit alarm, weak battery alarm noted. The battery icons functioned properly. The insulin pump had minor scratched display window.